Manufacturer narrative:
This MDR was created in error based on a duplicate complaint record having been opened.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in leaked. It was reported by the customer that at the time of removal, there was no resistance. The nurse noticed that the catheter already seemed partially "out" when she simply lifted the dressing. Significant bleeding occurred immediately. Consequences for the patient: additional bleeding occurred, since it was an artery and the nurse did not immediately realize that the catheter was broken. Fortunately, no other complications were observed, as the broken fragment could be removed quickly verbatim: today, (B)(6) 2025, an incident occurred in the recovery room involving an insyte 20g bd 381237 catheter that had been inserted in the operating room earlier in the day. During the removal of the catheter, a part of the device remained in the patient's artery. According to the nurse, the site was intact and the vital signs were normal before removal. There was nothing to indicate a potential problem. At the time of removal, there was no resistance. The nurse noticed that the catheter already seemed partially "out" when she simply lifted the dressing. Significant bleeding occurred immediately. Consequences for the patient: additional bleeding occurred, since it was an artery and the nurse did not immediately realize that the catheter was broken. Fortunately, no other complications were observed, as the broken fragment could be removed quickly. We kept both fragments of the catheter. The suspected batch numbers are: ¿ batch 4361332 ¿ batch 4268493 the operating room team has set these two boxes aside and will use boxes from other batches pending your analysis